Event description:
The hcp reported that the pt went into acute withdrawal after her refill and was admitted to the pediatric intensive care unit. The pt symptoms were reported as itching without a rash and increased spasticity. The hcp reported that at refill, after getting medication back, the lioresal was infused without difficulty through the filter; so the hcp was sure the lioresal went into the right place. The hcp stated they thought the pt got a "bad batch" of medication. The pt's pump was refilled; the pt was given a bolus; and was reported to be doing very well according to her mother. Three days later, the pt's status was reported as "okay". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.